Manufacturer narrative:
The device event log/alarm history was reviewed and no similar events were identified. The customer's complaint of ¿the report stated that after receiving the pump back the sr states "no problem found", however, after doing the delivery accuracy test it is still inaccurate (20ml delivered = 22 ml delivered¿ was not confirmed as a repeat repair. The device consistently passed the delivery accuracy test per the technical service manual three times with a test delivery rate of 20.4 ml. The delivery accuracy range of passing is between 19 ml - 21 ml. Therefore, the complaint was not confirmed and no problem was found. Corrected information can be found in d7a - single use device, e4 and h6 medical device problem code.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 360 device that experienced device inaccuracy. The report stated that after receiving the pump back the sale representative states "no problem found", however, after doing the delivery accuracy test it is still inaccurate (20ml delivered = 22 ml delivered). This is an out of box failure for the pump. There was no patient involvement, no adverse event and no delay in therapy.